Event description:
It was reported that the right ventricular lead exhibited noise episodes. The lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
A partial lead was returned in five segments. A full breach degradation breaching outer insulation and exposing outer coil was noted near the connector boot. The cause of the reported event was isolated to this full breach degradation. The damage found was sustained during the surgical procedure.